Manufacturer narrative:
The impede embolization plug was used to treat pelvic congestion syndrome. Review of the lot history record and accompanying lot release test report identified no quality issues related to device performance. The plug was unable to be returned as it was implanted in the patient. Further, the chosen plug size was outside the recommended vessel diameter range per the impede IFU. A definitive root cause cannot be established at this time based off of the information provided by the complainant. A supplemental report will be filed should additional information be received from the complainant.

Event description:
On (B)(6) 2021, the physician delivered an imp-10 to the left ovarian vein (11 mm in diameter) to treat pelvic congestion syndrome. After waiting 10 minutes and observing no vessel occlusion, the physician then completed the case by injecting sclerosant distal to the site where the plug was delivered.